Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number 3006705815-2019-04170. It was reported that the patient is experiencing ineffective stimulation due to high impedances on lead contacts. As a result, the patient may undergo surgical intervention later.

Event description:
Additional information received indicated the patient underwent surgical intervention on (B)(6) 2020, wherein the leads were explanted and replaced. Effective therapy restore post-operatively.

Manufacturer narrative:
Patient weight was updated post procedure. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.